Event description:
On 04/01/2025, a sales representative reported via (B)(6) that an abs-10060r angel centrifuge had been experiencing a few issues during procedures. All of the spin cycles would finish fine, but the separation of the blood wasn't working. A few times nothing came out of the disc, despite there being no error code and normal readings. And another time all of the blood discharged into the rbc bag with no separation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is not confirmed. -one unpackaged abs-10060r serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 34 ml platelet-poor plasma (ppp), 23 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4 ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). The complaint describes that the system in question, sn (B)(6), was not properly separating or ejecting blood components. This error could not be replicated. Visual evaluation noted no issues with the device. Manufacturing date 2019-11-13. No problem found. See attached testing investigation memo. Refer to investigation photos. The complaint allegation is not confirmed.